Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the secondary rack of the pipette assembly was out of calibration. The secondary rack was recalibrated. Three (3) plunger clamps, one (1) lld contact spring and one (1) tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.